Event description:
A 77-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient¿s spouse reported to novocure that, after several days of resumed optune gio device use, the patient experienced significant pain. Therapy had been temporarily discontinued on (B)(6) 2026. The patient presented to the emergency room and a dermatologist prescribed unspecified antibiotics. On (B)(6) 2026, novocure received progress notes from the prescribing physician documentation from the wound center dated on (B)(6) 2026, described a large draining sore comprising four skin lesions associated with pain, burning, and white/brown discharge. Treatment included wound cleansing, bacitracin application, bandaging, and prescriptions for mupirocin, clindamycin 1% gel, and minocycline. Dermatology notes from on (B)(6) 2026, reported persistent scabs and shallow erosions with granulation tissue on the right temporal region, scattered chronic erosions on the left scalp, and an ulcer on the right temple. Recommendations included rotation of transducer arrays and continuation of clindamycin, mupirocin, and minocycline. At a wound care follow-up on (B)(6) 2026, open scalp wounds persisted.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the ulcer and skin inflammation/irritation cannot be ruled out. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).